Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # m53u5h. The analysis results found that one ec45a device was returned with the anvil knife slot damaged. The device was received with an ecr45g cartridge loaded on the device. The reload was received partially fired 1/2 with the cartridge body and some drivers damaged. The damage to the cartridge and anvil is consistent with the device being clamped over an excess of tissue, causing the anvil to bent and for the firing stroke and the staple form to be incomplete. If enough force is applied to the firing trigger the knife will buckle, and as the knife is attempting to pull the anvil towards the cartridge to form the staples it will result in the damage observed on the anvil. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a video assisted thoracoscopic lobectomy procedure, the device was used to transect pulmonary vessels with a white reload. The device performed correctly. Subsequently the stapler was reloaded with a green reload to transect the bronchus. A relatively high force was necessary to close the device. The firing trigger could only be cycled once, applying a relatively high force. The device was opened using the red reverse button and retrieving the knife. A second like device was loaded with a green reload, positioned and closed over the bronchus. Applying a lot of force, the stapler could be cycled twice. Cut-and staple line were incomplete. The mechanism appeared to be jammed after the second firing cycle. The third firing cycle could not be completed. They tried to open the device using the red reverse button without any success. After fifteen minutes, the surgeons decided to resect the stapler by cutting the bronchus on the left and right side of the jaws. The bronchus was closed applying a suture. There was a delay of thirty minutes. No harm for patient so far.